Manufacturer narrative:
This report is for unknown screw/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that proximal femoral nail antirotation (pfna) instruments were used in an operation of a hip fracture last week. Everything went well until the surgeon were to insert the collum pfna blade. When the operator had slammed the blade to the desired position and would lock the screw to remove the insertion tool, he only got the screw locked to half. Then it was like something in the mechanics, because there was a clicking noise. It sounded like something in the screw did not catch but jumped over a thread. The operating time extended by 30 minutes. The operator then chose to take a completely new screw and it worked smoothly when we locked it and mounted it away from the insertion instrument. This complaint involves 1 part. Concomitant parts: 1x unk insertion tool, part/lot unknown 1x pfna blade perf l115 tan, 04.027.038s/ lot unknown 1x unk screw, part/lot unknown this report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. - received part: 1 x 04.027.038 / pfna blade perf l115 tan / lot no. L003970 - conclusion: our investigation has shown that received blade has some scratches and nicks at the shaft as well as at the tip. Furthermore we found that anodized layer is partially disappeared at the damaged area's. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we cannot determine the exact root cause of the complained occurrence as no detailed clinical information was provided. A functional test was performed by the chu department according the actual surgical technique with the result that the article can be locked/ unlocked as required with an impactor (sample device from pd departement). However, this complaint is rated as unconfirmed as no malfunction could be found on the device as it is actually functional as required. The article 04.027.038 with lot no l003970 was manufactured in a quantity of (B)(4) on june 2016. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(6) manufacturing date: 14.jun.2016 expiry date: 01.jun.2026 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Concomitant devices revised, therapy date is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: insertion tool (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 1)